Event description:
I had breast implants put in and I have had seizures, corrective tissue disorder, liver problems, needed brain surgery, brain fog, memory loss, ear ringing, constipation, chronic fatigue, thyroid problems and brain tumor from the two sets of breast implants (one in 2008 and the other in 2014.)